Manufacturer narrative:
The device sample was not returned for eval at the time of this report.

Event description:
The event is reported as: the cuff was leaky during pre-test prior to use. No report of a pt injury.